Event description:
It was reported that about a week after implant there was an alert for high pacing impedance on the right ventricular (rv) lead. It was also noted that the rv lead had diminished r-waves. It was found that the lead had dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.